Event description:
Reporter alleged she obtained discrepant blood glucose of about 229 mg/dl back to back with a result of about 110 mg/dl when testing was performed less than 10 minutes apart on the voicemater system. Reporter indicated the she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Customer stated that no longer has any strips left and so the alleged product will not be returned to the manufacturer for evaluation.